Manufacturer narrative:
One device was returned for evaluation and confirmed to have shed as there is an abrasion at the base of the inner blade. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. The company will continue to analyze additional complaints as they are reported. A root cause could not be determined. The device history records were reviewed and no anomalies were found. (B)(4).

Event description:
During an unknown procedure, it was reported that the shaverblade left filings in the joint. All filings were removed with a new shaver blade and there was no harm to the patient. A few minute delay was noted.